Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval was unable to reproduce the reported symptom "has an error message saying maintenance needed to have pump serviced". However, review of the history log found system error 322 alarms. The system error 322 alarms were confirmed, but not reproduced. The device was operating out of spec. Past repairs have shown the upper and lower auxiliaries to be the failing components. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum infusion pump "has an error message saying maintenance needed to have pump serviced". During baxter's eval of the device, system error 322 alarms were found in the event history log. Any pt injury or involvement is unk.